Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. The IFU includes "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention", "vena cava stenosis or occlusion", and "vasospasm or decreased/impaired blood flow" as potential complications.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017 the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) and dr. (B)(6) at (B)(6) hospital in (B)(6). Approximately 28 months later the patient had a CT scan on or about (B)(6) 2016 which showed the struts of the filter were perforating the inferior vena cava beyond the caval wall. Allegedly, doctors noted the filter may be occluded but that it could not be assessed at that time. The patient alleges ¿significant injuries¿ including a caval perforating filter. Argon¿s attorneys are attempting to gather information.